Event description:
The user facility reported that during the case, the distal tip of the radifocus glidewire advantage broke off in a side branch of the left peroneal artery. The physician said he viewed this, the same as a coil embo in the leg and did not believe negative outcomes would result from this. The patient's condition was stable and the procedure was successful. There was no patient injury, medical/surgical intervention required.